Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. Customer reported that they could not recall their blood glucose level at the time of the event. Customer reverted to another pump for insulin therapy.